Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 3004748541-2025-00123 for the first report. Refer to 3004748541-2025-00125 for the third report . Med sun user facility MDR report 3902560000-2025-8143 reported: patient's nasal cannula became disconnected from the humidification connector, and the patient desaturated. Patient required oxygen therapy to bring o2 [oxygen] sats up. No harm to the patient.

Manufacturer narrative:
The actual complaint product was not returned for evaluation; additionally, no photographic/videographic evidence was provided by the reporter. In the absence of a photo or video, the complaint could not confirmed; without a sample to perform functional evaluation, a root cause could not be determined. The device history record for lot 537838 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 nov 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.